Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the wire in the catheter was found faulty while removing it to the patient. The customer indicated that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.